Manufacturer narrative:
B3 - date of event: corrected. H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
B3. Date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the infusion pump alarmed no disposable clamp tubing during fluorouracil (5-fu) infusion. There was a patient involved and no harm reported.